Event description:
Abscess. A pt was seen in the clinic on 22-june-2000 by the treating physician. The pt had undergone resection of transverse colon and neoterminal ileum with ileocolic anastomosis and spleen resection 9 weeks earlier. Five sheets of seprafilm were placed at the following locations: right abdominal sidewall, small bowel, bowel anastomotic suture line, liver, retroperitoneal surface adjacent to ascending and descending colon, stomach and under the abdominal wall incision. During the clinic visit the pt stated that pt recently has a large abscess in the right abdominal wall that drained out through the midline wound. Upon examination pt had another large abscess in the left upper quadrant with some drainage from the midline wound. The abscess was drained and a 16-french mushroom catheter was placed. The pt was prescribed cephalosporin and flagyl. The reporting physician assessed the event as possibly related to seprafilm. The pt was reported to have recovered without sequelae.